Event description:
Olympus was informed that following a therapeutic colonoscopy procedure, two patients were admitted for post polypectomy bleeds. No further info was provided regarding the status of the pt following the procedure.

Manufacturer narrative:
Olympus contacted the user facility to obtain add'l info regarding this report. The user facility reported that the initial setting was increased during the procedure to achieve coagulation. The device referenced in this report was not returned to olympus for eval. The cause of the reported phenomenon could not be conclusively determined. If significant and relevant info become available at a later time, then this report will be supplemented. Please also reference MFR report number 3003724334-2011-00001. This report is being submitted as a medical device report in an abundance of caution.